Event description:
The customer reported receiving multiple motor error and no delivery alarms on her insulin pump. Her blood glucose was 160mg/dl at the time of reporting. After troubleshooting, the customer was advised to revert to her back up plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
The insulin pump was received with no motor error alarms or excessive no delivery alarms noted. However, moisture damage was noted on motor assembly. The insulin pump has cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.